Event description:
Right total hip replacement on (B)(6) 2009. She received the depuy total hip pinnacle 300 acetabular cup sz mm 52, the articul/eze metal on metal femoral head, 036mm +5 12/14 taper, and the pinnacle metal insert neutral 36mmid x 52mmod. In (B)(6) 2009, her right hip was dislocated and in late 2009 she began having pain in her right hip which radiates to her right leg. She can no longer bend down due to the continued dislocation risk. These symptoms are ongoing. Reason for use: osteoarthritis of right hip.